Event description:
Placed patient on life-care ventilator at setting vt 800, rate 9, f102.21 flow rate 561/min., ventilator in use on patient for approximately 5 min. Patient coughed. Ventilator pressure cycled and then machine failed. Patient desaturated to 85%. Removed patient from vent and ambu patient. Sending broken vent back to manufacturer. Read a-5 codedevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: invalid data. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor, invalid data. Invalid data - on device destroyed/disposed of status.